Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a procedure for implant of interbody device at l4-5. During insertion of the cage, when the inserter shaft opened and there was a gap between the inserter and the cage. It was reported that this caused the surgeon to cut the nerve root. The surgeon had to stitch the nerve root.